Event description:
Customer reported a leak on the left side of the coulter lh 750 hematology analyzer. The volume of leak was about 50 ml of greenish colored liquid that was not contained within the unit. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a pinhole cut at the black stripe tubing at the diff module. He replaced the tubing and resolved the issue. Identification of failure mode: a pinhole cut at the black stripe tubing at the diff module. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).